Event description:
It was reported that a revision surgery was performed due to loosening.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned devices show pitting on the insert and wear on the tibial tray on the baseplate. The complaint history shows no prior complaints for the listed lots. A dimensional inspection was completed and the tibial base and the dimensions were within specifications however damage/deformation at several features of the insert would not allow for accurate measurement. The lab analysis concluded that the polyethylene insert had deformation on the articulating surface and roughening of the backside that could have been caused due to third body debris such as bone or bone cement. As a simple test for adhesion, a small amount of bone cement was placed on the underside of the tibial baseplate and allowed to cure for approximately 30 minutes. The cement did not dissociate from the baseplate with the application of manual force. Visual analysis of the components did not reveal any features that would have contributed to the loosening of the tibial tray. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
.